Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown female patient (B)(6) underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped and changes on EKG (electrocardiogram). The pericardial effusion was confirmed by ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis and 180 ml of fluid were removed. The patient was on a high dose of ispurel before the effusion. The physician believes they had too much force during initial transeptal. The physician believes that too much force during the pulmonary vein isolation was the cause of this adverse event. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed, using brk 71 cm. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred post ablation, after high dose isuprel and removal of ablation catheter from the left atrium. An irrigated catheter was used in the event, the flow setting was 8ml/15ml. Correct catheter settings were selected on the generator. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were; graph, dashboard, and vector. The color option used prospectively was time. A company representative confirmed that the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The company representative was unable to be reached for further clarification as to whether a force error occurred. Therefore, since there is no mention of force error, force high code will not be applied. Upon receipt of additional information this complaint will be reassessed. Since the event is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure., it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown female patient (B)(6) underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped and changes on EKG (electrocardiogram). The pericardial effusion was confirmed by ice (intracardiac echocardiography). The medical intervention provided was a pericardiocentesis and 180 ml of fluid were removed. The patient was on a high dose of ispurel before the effusion. The physician believes they had too much force during initial transeptal. The physician believes that too much force during the pulmonary vein isolation was the cause of this adverse event. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed, using brk 71 cm. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred post ablation, after high dose isuprel and removal of ablation catheter from the left atrium. An irrigated catheter was used in the event, the flow setting was 8ml/15ml. Correct catheter settings were selected on the generator. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were; graph, dashboard, and vector. The color option used prospectively was time. A company representative confirmed that the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The company representative was unable to be reached for further clarification as to whether a force error occurred. Therefore, since there is no mention of force error, force high code will not be applied. Upon receipt of additional information this complaint will be reassessed. Since the event is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure., it is to be considered serious and MDR-reportable.